Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction e1- initial reporter. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of ipg at eol was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The ipg had logged both eri and eol timestamps prior to explant. The artemis clinicians manual was used to calculate the device longevity by determining the energy factors over the implant period of both programs. The estimated longevity range would have been 1.5 years (program #1 continuous tonic) assuming 500 ohm program impedances, based on this programming being used 87% of the total stimulation on time. Since the total stimulation on time was 2.1 years and the calculated longevity was 1.5 years, it was concluded the device had normal battery depletion at the time of explant.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.